Manufacturer narrative:
An event regarding a damaged spigot protector involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: one lug of the spigot is bent and, on the angle of this lug, it seems as if it has been crushed. There is mark of use of the instrument on the body of the spigot, under the bent lug. Medical records received and evaluation: not performed as medical records were not received for evaluation. No adverse consequences to the patient were reported. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar events for the reported lot. Conclusions: the investigation concluded that the root cause of this event was due to a manufacturing issue with the spigot supplier to (B)(4).

Event description:
The spigot on the exeter 44 no 1 lot number g5825551 did not fit onto the black exeter introducer. After inspection of the spigot the surgeon said that it was deformed and would not fit, which meant he subsequently had to introduce the stem into the femur by hand. This had previously happened during a case at st vincents to which his scrub nurse confirmed. I have the spigot in a sealed bag to be inspected.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The spigot on the exeter 44 no 1 lot number g5825551 did not fit onto the black exeter introducer. After inspection of the spigot the surgeon said that it was deformed and would not fit, which meant he subsequently had to introduce the stem into the femur by hand. This had previously happened during a case at (B)(6) to which his scrub nurse confirmed. I have the spigot in a sealed bag to be inspected.